Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window, missing end cap sticker, cracked case on the display window corner, cracked case on reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Troubleshooting for cosmetic damage was performed. Customer advised there was a crack on the upper right corner of the display screen and the screen was scratched. Customer advised it is difficult to read the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.